Event description:
The following report was received from the patient's physician through cordis medical affairs department: the doctor reported this patient had ses placed into a lateral circumflex artery. Approx 4-5 mos. Later, the patient presented with in-stent restenosis disease within stent at origin of stent and into adjacent vessel. The patient was treated with ses. Needed to use crushing technique with final kissing balloon. Treated with iib/iiia inhibitors. Three days later, patient experienced stent thrombosis. Patient stated he was compliant with antiplatelet medications. Additional investigation of this complaint revealed that the patient received a total of three stents at an unknown time. Two of the stents were reported as being cypher des and implanted at the circumflex. Forty-eight hours post implantation of the cypher des, the patient experienced an inferiolateral mi and sub-acute thrombotic event complicated by cardiogenic shock, respiratory insufficiency, and acute pulmonary edema for which he was intubated and mechanically ventilated. This event was treated with recanalization of the lateral circumflex stent using lateral circumflex branch balloon angioplasty with subsequent kissing balloon and angioplasty. The patient also underwent a left heart catheterization, selective coronary angiography and ptca of the circumflex artery in 2006.